Manufacturer narrative:
Only the patient's year of birth was reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient experienced sinus bradycardia and poor blood pressure control during a procedure with a solitaire. The event was not considered life threatening. The event did not result in any patient disability or prolonged hospitalization. Site assessment determined that the event was not related to the solitaire but did have a causal relationship with the procedure. The patient was treated with atropine and urapidil and both bradycardia and hypertension/poor blood pressure control were resolved. Additional information received reported that two solitaire x devices (model: sfr4-4-40-10) were used in the procedure. The cause of the patient's sinus bradycardia and poor bp control was unknown.